Event description:
The physician reported that during a placement procedure for a peritoneal dialysis catheter, the clamp came off of the quill or luke during insertion of the catheter. The quill or luke slipped into the pt's abdomen. The physician reported he could not see it under fluoroscopy or with the peritoneoscope. The pt was sent for surgery to have it removed laparoscopically. No additional harm or injury was reported.

Manufacturer narrative:
Device eval. The device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. Merit acquired the assets of (B)(4) in (B)(4) 2012. A f/u report will be submitted if additional info becomes available.